Manufacturer narrative:
(B)(4). Product evaluation is in-process. A supplemental report will be submitted to FDA if additional information is received. (B)(4).

Event description:
Customer reported the alarm has power, but no alarm tone. Customer tested the unit, but did not specify if a working sensor was used or not. There was no patient incident or injury reported.